Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 3. The patient's ultrafiltration reading was 1490ml, indicating the home patient (hp) drained 1490ml more than their programmed fill volume of 2300ml. This information gave a total drain volume of 3790ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the homechoice device was evaluated in the product analysis lab (pal). An iipv was identified during evaluation. All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. Iipv identified: therapy date in 2009, cycle 3 and drain volume of 3790ml. The probable cause was determined to be insufficient drain- one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device will be sent to service area for servicing. CAPA is currently open for the reportable malfunction of iipv / overdelivery.